Manufacturer narrative:
Not returned by hospital.

Event description:
Allegedly, during a laparoscopic appendectomy procedure, the doctor noted that a piece broke off the instrument and fell into the patient. The doctor immediately replaced the instrument and took an x-ray but he did not detect anything inside of the patient. Towards the end of the of the procedure, the doctor took a second x-ray and located the broken piece and removed it. The procedure was completed with a minor delay to recover the broken piece; there was no serious injury to patient reported.